Manufacturer narrative:
All operating currents were within specification, and no unexpected battery out limit, low battery or off no power alarms were noted. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No unexpected low reservoir alerts were noted during the rewind. No unexpected blank display was noted during testing, and no delivery anomalies noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump periodically shuts off by itself. The insulin pump also had multiple pump error alarms. The customer's blood glucose reading was 241 mg/dl at the time of incident. Customer mentioned high blood glucose but the level was unknown. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.